Manufacturer narrative:
A ge oec service rep investigated the issue and a defective fluoro functions pcb (ffb). The ffb was removed and replaced. While evaluating the system, the battery pack failed testing. The battery pack was removed and replaced as well. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed iris pot errors.